Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller used a tandem charging cable and wall adapter, left the wall adapter plugged in for at least 30 minutes, and resolved the issue by getting the pump to begin charging, requiring no further assistance.